Event description:
Patient mentioned that they had a flowonix pump on 2021 and they are with (B)(6), welding for them and about 2 months later, it "killed" the pump. Patient said that that time the welding machine was a very high frequency machine. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".